Event description:
A user facility medwatch report (mw5145069) was received that states: during angiogram, the spartacare 14 wire became coiled and broke upon removal. One piece able to be retrieved, the other required stenting to keep in place. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #mw5145069.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. The separated portion of the guide wire was embedded into tissue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.